Event description:
It was reported to MFR that the vns pt's device revealed high lead impedance when both system and normal mode diagnostic tests were performed at a follow up visit. The pt is still continuing to experience voice alteration. The last time the pt was seen for follow up was in (B) (6) 2009 where device diagnostics revealed normal device function. Good faith attempts to obtain additional info from the physician are underway.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.